Manufacturer narrative:
Combination product: yes

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. When unpacking the device, the stent was already defective. The stent was not used.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e., several struts are bent outwards and are everted. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts was initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The stent protector was not returned. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.